Event description:
It was reported following a percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. The pci took almost 2 hours and a bare metal stent (bms) was placed. A pre-deployment angiogram revealed stenosis and moderate calcification was present, but no tortuosity was seen in the artery. The angio-seal was deployed and hemostasis was achieved. A bottle of contrast was placed over the puncture site for an added precaution as the patient's blood clotting was impaired. One hour later, the patient's blood pressure dropped to 80 hmg and bleeding occurred. The patient received two units of blood and manual compression was applied and hemostasis was achieved. The physician alleged the anchor may have shifted during patient transfer due to the patient applying abdominal pressure. The physician was in the training process for angio-seal sts plus.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. One paper print radiographic image was received with the event. The image is labeled. This represents a contrast enhanced radiograph; however, the quality of the image prevents further statements. Based on the information received. The cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states the safety and effectiveness of the angio-seal device has not been established in patients with a bleeding disorder, including thrombocytopenia, thrombasthenia, von willebrande's disease, or anemia. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.